Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation the trilogy 100 device failed the repair test for lcd screen test. The inverter board is faulty and is causing the test failure for lcd screen. However, the inverter board is obsolete. The lcd display, lcd backlight cable, lcd to system board ribbon cable will need to be replaced due to failed lcd screen test. Additionally, the interface board will need to be replaced due to failed nurse call testing. During failed test investigation, noticed the connector on the system board is damaged, although still functional. It will be replaced as precaution. Damaged caused by service / assembler error. Repair to the device is contingent upon customer approval. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.